Manufacturer narrative:
The reported event of capture issue was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
During the initial implant procedure, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was disconnected from the device, connected to the pacing system analyzer, and all measurements were normal. The physician elected to replace the device, and when the new device was connected to the rv lead, all measurements were normal. The implant procedure was completed without further complications. The patient was in stable condition.